Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that contact failure occurred at the device and the system due to dirt/foreign material/corrosion at electrical contacts which led to the suggested event. The event can be prevented by following the instructions for use which state: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to debris and foreign material with corrosion was found on the electric contact part of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that the evis lucera elite bronchovideoscope displayed an error code of e315 for a non-compatible endoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected fields: e1 (B)(6). H6.6 (changed from 608 - wired communication problem to 4203 - electrical/electronic component problem identified) . H6.7 (changed from 4315 - cause not established to 4307 ¿ cause traced to component failure). Olympus will continue to monitor field performance for this device.